Event description:
It was reported that the patient experienced some pacing pauses and p-waves that were not tracked by the device. Boston scientific technical services (ts) was contacted, and ts discussed possible oversensing and pacing inhibition in relation to the pacing pauses as well as possible lead interference between the multiple right ventricular (rv) leads. Ts noted high rv thresholds. The device and leads remain in service. No adverse patient effects were reported.